Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was hospitalized 5 times for diabetic ketoacidosis, twice last year, twice this year because of motor error. The customer got also no delivery alarm without any explanations, patient was in hospital 3 times last year and declined to speak with 24 hour helpline.